Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the latch lock sensor. As a result, the latch lock sensor and downstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a faulty latch lock sensor. Device was showing unlocked when it was locked. There was no patient involvement, no patient injury was reported.